Event description:
It was reported that the device had no power. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history review (DHR) is not applicable or relevant as the device was manufactured before 2010. Investigation results do not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The evaluation was performed, and the reported issue was duplicated. The dut passed self-test without disconnect indicator being activated. At a high temperature, the unit ran for 5 minutes and began experiencing intermittent power. Device lost power and would not turn back on. Further investigation revealed a faulty main board but no blown fuses. The root cause of the reported issue was due to normal wear. No further actions were required.